Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming motor fault and they are unsure what may be causing the alarm condition. The customer reported that there was no patient involvement.